Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented for a generator changeout due to normal eri, a potential lead abrasion was observed. Externalized conductors were not confirmed. No electrical anomalies were noted. The lead was extracted. The patient condition is well.